Event description:
Upon patient arrival in pacu/recovery following the endoscopic carpal tunnel release, a thermal burn to the pt's operative right forearm during her procedure was noted. Wound dressed with instructions for at home care. A week later pt with a 1.5x0.5 diagonal blister. On inspection of the light cord, the surface temperature on the suspect cord(sn (B)(6) was 130 degrees f.